Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 21 mg/dl. The customer reported driving and crashing his car on (B)(6) 2014. It was reported that the customer was admitted to a hospital. The customer was using u500 insulin for the insulin pump. The customer was advised that only u100 insulin was advisable on the insulin pump. The customer was advised to speak to the health care provider regarding the prescribed insulin. No additional information was provided.